Manufacturer narrative:
Evaluation is in progress, but not yet concluded

Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the user facility. The fsr replaced the hard drive in the central control monitor (ccm). The fsr will return the ccm hard drive to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) did not boot up on a system 1 heart lung machine. The product was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the issue. The unit had no further problems after the fsr replaced the central control monitor (ccm) hard drive and downloaded the service logs.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed device under test (dut) (hard-drive subassembly) into lab use only (luo) central control monitor (ccm) and powered on using a system 1 simulator. A perfusion screen was opened and allowed to run for approximately 1.5 hours. No issues were observed throughout this period. The internal temperature reported by the local area network / interface board (lan/if) within the service screen was initially 34.4° celsius (c) (typical). The luo ccm was powered down and rebooted normally, three more times over the next 15 minute period. Approximately 30 minutes later, the lan/if temperature within the ccm had stabilized at 44.4 c (typical). Here the device was purposely rebooted two more times, with no issues observed, this demonstrates proper operation at the high-end of normal operating temperature. The luo ccm was then powered off and placed into a cold chamber at 15°c for over 12 hours. Upon removal from cold-soak, the dut was powered on and observed to boot up properly. The internal temperature reported by the lan/if within the service screen was approximately 19°c. Fourteen additional power cycle / reboot functions were then executed consecutively, with no anomalies observed. This demonstrates proper operation at the low-end of the operating temperature specification. The dut hard drive sub assembly had no damage nor other anomalies were observed visually. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.